Event description:
Hamilton medical ag received the following incident description: 'panel connection lost' appeared and ventilation stopped. Some tfs also appeared according to the hospital staff.the staff replaced the g5 with another one for the patient, so the patient wasn't harmed.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** within the UDI-pi project, hamilton medical realized that the reported device (brand name: hamilton-g5; version / model / catalog number: 159003) in the present MDR is not fulfilling the criteria of similarity for a device marketed in the u.s., therefore this event is no longer considered reportable to FDA and no UDI-pi is going to be provided.

Event description:
Hamilton medical ag received the following incident description: 'panel connection lost' appeared and ventilation stopped. Some tfs also appeared according to the hospital staff. The staff replaced the g5 with another one for the patient, so the patient wasn't harmed.